Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed. The patient came with chest pain. A 80% stenosed target lesion was located in a heavily calcified and moderately tortuous mid right coronary artery (rca). The balloon inflated and a 24 x 3.00mm synergy drug eluting stent was deployed at 16 atmosphere in the rca. Following stent deployment, a non flow limiting, mild dissection occurred at the edge of the stent. A 38 x 2.50mm synergy stent was deployed covering the dissection and some residual lesion. To complete the procedure. There were no further patient complications and the patient was doing well post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).